Event description:
It was reported that during a scheduled device replacement procedure, the physician discovered that the right ventricular lead had been breached. The lead was capped and replaced. Patient condition was stable.